Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that one of the jaw wires was exposed. There was no pt injury. Upon return and eval, a bare metal wire was discovered.